Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both products were thoroughly inspected and analyzed. Visual inspection of the device identified arc marks on the exterior of the case. Functional testing of the device revealed a lack of proper sensing and unexpected draining of the high voltage capacitors after the device charged to deliver therapy in the laboratory setting. Analysis concluded that the associated electrodes insulation, became abraded over time due to electrode-on-can interaction, resulting in exposure of the shocking coils and arced energy to this device case during attempted shock delivery. This arced energy damaged the device resulting in the observed fault codes upon interrogation and inappropriate device behavior during laboratory analysis.

Event description:
Additional information: subsequently, the device and associated electrode were explanted and replaced with a non-boston scientific transvenous ICD system. The physicians performing explant, commented that the electrode was difficult to extract and that the tip was located intrathoracically. Based on tip location, it was suggested that tunneling at implant had been performed under the ribs. Both the device and electrode have been returned for analysis.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system felt uncomfortable, at which time the device delivered a shock. The pt was at work and informed a colleague for assistance. It was at that time the pt then collapsed, emergency medical personal were alerted. Within 5 mins emergency nurses confirmed the pt in a ventricular fibrillation (vf) and proceeded to deliver external shocks. The pt was then transported to the hosp where device interrogation confirmed two episodes in memory. In addition to episode confirmation, several fault codes were also displayed. All data was sent to boston scientific's tech svs (ts) for eval, to include x-ray imaging. The preliminary assessment confirmed that the displayed fault codes were indicative of a product malfunction and recommended replacement as therapy could not be guaranteed. Additionally, x-rays suggested a possible electrode integrity or significant migration had occurred. The pt remained hospitalized until the system replacement.

Manufacturer narrative:
Following explant, return and completion of laboratory analysis, this event will be further updated.